Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and accuracy testing. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
Suspect medical device 4. Lot number was changed to 84394li00 from 84294li00. The catalog number was not changed. An evaluation is in process.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-29 that has a similar product distributed in the us, list number 8d06-31/41. An evaluation is in process.

Event description:
The customer observed falsely nonreactive results while using architect syphilis tp reagents. The following data was provided. Initial 0.80 s/co (nonreactive), repeat 0.89 s/co (nonreactive), repeat (diluted 1:2) was also nonreactive, 0.27 s/co, other methods were positive/reactive including immulite 2000 (7.83 index, cutoff 1.00), abon alere rapid test (no value provided), and multiple wama fta-abs imuno-com results (no values provided). No impact to patient management was reported.